Manufacturer narrative:
(B)(4).

Event description:
Received report, patient has no stimulation sensation following a fall. No details on the fall itself were reported. Medtronic representative checked the impedances on the right lead which were over >4000 ohms on all bipolar pairs. Representative did run the test at higher values and all electrodes on right lead 4-7 were >4000 ohms. Additional information has been requested and if received, a follow up report will be sent.